Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Event description:
It was reported that during a lap lar, although the target tissue was cut, the staples were unformed and the device could not be punched out the washer. The device was used on the rectum. Additional suture was performed. There were no adverse consequences to the patient. When the doctor fired the device after the operation, the washer was punched out.